Manufacturer narrative:
The device was returned to olympus for inspection, and reportable malfunctions were found. However, a root cause could not be identified. Based on the results of the investigation, it was not possible to determine the cause of the foreign material remaining in the device. The following likely led to the malfunction: due to damage on the charged coupled device (ccd) unit, image issues and e216 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had foreign material in the nozzle, a noisy image, no image, and e216 (scope communication. There was no patient involvement.